Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became unresponsive. Reportedly, during troubleshooting with tandem technical support the customer had to press the screen multiple times for the pump to respond. Customer's blood glucose level was not impacted. It was indicated that the customer has back up injections for continued insulin therapy.